Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that the insulin pump alarmed button error. The current blood glucose reading is 60 mg/dl. Customer treated with food. Customer had ketones during the event. Nothing further reported.

Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had scratched lcd window and cracked reservoir tube.